Event description:
Pt had left breast reconstruction and placement of bilateral implants in 1989. Developed symptoms of vomiting, diarrhea, esophagitis, fibromyalyia and chronic fatigue syndrome. Implants removed in 12/96, but symptoms continued. Pt has bilateral capsules containing silicone which must be removed.